Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant informed the caller that the issue is due to a high pacing impedance measurement which can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. Testing and reprogramming options were discussed and remote monitoring will be enabled for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of the data from this system identified two ventricular episodes suspected to be due to minute ventilation (mv) interaction. Fluctuating impedance measurements were noted; however, none were out of range. No adverse patient effects were reported.